Manufacturer narrative:
(B)(4). Medical devices: item number: unknown, item name: unknown head, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown; item number: unknown, item name: unknown stem, lot #: unknown. Report source: foreign. The event occurred in (B)(6). As the reporting is in manuscript form it has not been published. There is no formal citation for the manuscript. Please see attachment. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04169 . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported in the study that one patient experienced elevated ion levels. No further information is available at this time.

Event description:
No additional information received.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Outcomes attributed to adverse event : no intervention has been reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a manuscript, 18 patients were reported to have blood test results showing elevated metal ion levels (>7 ug/l) during 60 month follow-up period. All elevated ion levels results were reported at 6 month follow-up or later.